Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: none. Symptoms/ae: stroke, death. Time of ae: after procedure. It was reported that three days post an uneventful right internal carotid artery stenting procedure, the patient was rehospitalized with increasing left weakness, sedation and progressive renal insufficiency with hyperkalemia and atrial flutter, and was treated with IV fluids and atropine. The patient, reportedly, may have suffered a stroke post stenting procedure as well. Six days post procedure, the patient died. The final diagnoses given were as follows: acute renal failure with hyperkalemia, recent right hemispheric cerebral vascular accident, probable acute myocardial infarction and heart block, hypertension, diabetes mellitus. Additionally, the physician felt the death was due to acute coronary syndrome. An autopsy was declined by the family. Although requested, there is no additional information available. Study event.